Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor ce low height tissue expander 550cc and experienced detachment of the valve from the body of the expander (side unknown) post-operatively. The exact date of explantation is unknown. Follow-ups have been performed, but no information has been forthcoming.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: connection problem. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the ce low height te 550cc tissue expander was found to have delamination between the injection dome and patch. Manufacturing records were reviewed to determine if lot number 9549479 was associated with nonconformances and to identify devices rejected in-process for defects similar to the tear reported in the complaint. No devices were rejected in-process for defects similar to the complaint. Based on the information currently available, a product issue was identified during the investigation of the product received. This product issue will be addressed through the mentor¿s quality system. Manufacturer¿s reference number: (B)(4).